Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula, which they tried to treat with a bolus via the pump on (B)(6) 2022 and (B)(6) 2022. However, her blood glucose level was still high and on (B)(6) 2022, she noticed that her cannula was bent. Consequently, on (B)(6) 2022 at 12:00 pm, she went to the emergency room with blood glucose level of 1500 mg/dl because she did not get insulin from the infusion set site. The infusion set had been used for three days. During hospitalization, she was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment. Further, it was stated that she will be moved to intensive care unit later today (B)(6) 2022 and was scheduled to stay in the hospital for at least three days. At the time of this report, the patient was still at the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.